Event description:
It was reported that the customer experienced an unknown alarm resulting in interruption of insulin. There was no reported impact to the customer's blood glucose level. Customer declined troubleshooting therefore no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.